Event description:
It was reported that during a pta/stenting procedure to dilate a lesion in the iliac system, the catheter broke. The physician had advanced the wallstent to the target lesion, when he experienced difficulties during deployment. It was then noted that the blue catheter had separated from the valve body, causing the deployment difficulty. Despite the component separation, the physician was able to successfully deploy the stent using the same delivery system. The patient outcome is reported as 'great' following the procedure.